Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic enterolysis, adhesiolysis, left salpingo oopherecotmy, posterior colporrhaphy and colpoperiniorrhaphy due to sui. It was reported that following insertion the patient experienced chronic pain, dyspareunia, infections and other urinary problems, physical pain and discomfort.